Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 50% to 5% overnight. Review of pump data logs by tandem technical support confirmed the reported battery depletion. The customer's blood glucose (bg) level was 332 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.